Event description:
It was reported that the shaft of the monopolar curved scissors instrument has shavings coming off. This was not identified during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found distal end of main tube has a 1 inch long by .065 inch wide section with material removed. The damaged area is located .850 inches above the tube extension and is parallel to tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Engineering also observed that the scissor crossover at the tips is less than usual, but the blades are not damaged. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.